Event description:
The microdrill 20 degree angle attachment was called in for overheating during testing. The event occurred during a routine maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the overheating reported without an eval of the device. Please note that the lot number provided for the device is missing one digit; as a result, it is not possible to determine the manufacture date of the device.